Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - sometime in 2004, PMA/510(k) number - unknown, manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a hip arthroplasty on unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a wear of the acetabular liner and loosening of the acetabular cup. The acetabular cup, liner and modular head were removed and replaced.